Event description:
Caller reported a malfunction on the pump, specifically indicated by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump, and the customer was advised on the necessary steps for returning the problematic pump and using backup therapy to avoid any interruption in insulin delivery.